Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the procedure, after the surgery was completed, while suturing the patient's uterine stump and tying the knot, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.